Event description:
This ra lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011 due to the lead dislodqinq durinq upqrade procedure. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).